Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR 2134265-2018-01886. It was reported that the device was stuck on the wire. A 6 x 150 x 130 innova¿ and a 0.035x260 magic torque¿ guidewire were selected for a balloon and stent procedure in the superficial femoral artery (sfa). During the procedure, the stent was deployed. While attempting to remove the device, the catheter became difficult to retract over the wire. The physician pulled the delivery catheter and the wire out together. There were no patient complications reported and the patient¿s condition post procedure was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received in a generic plastic bag. The device returned has a kink at 89.0cm from the distal end and the spring tip is damage (curve). The od dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. . The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR 2134265-2018-01886. It was reported that the device was stuck on the wire. A 6 x 150 x 130 innova and a 0.035x260 magic torque guidewire were selected for a balloon and stent procedure in the superficial femoral artery (sfa). During the procedure, the stent was deployed. While attempting to remove the device, the catheter became difficult to retract over the wire. The physician pulled the delivery catheter and the wire out together. There were no patient complications reported and the patient¿s condition post procedure was fine.